Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had scratch marks/abrasions. The instrument displayed two deep scratches which measured approximately 0.172 x 0.98. The scratches were located at the distal end of the main tube. The instrument was placed on an in-house system, engagement and recognition test passed. The instrument moved intuitively with full range of motion. No other damage was found.

Event description:
It was reported that an unidentified issue occurred on the permanent cautery hook instrument. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however no further information could be provided. The site is not able to provide a complaint description for the reported instrument and/or any other details. There was no report by the site that any fragments from the instruments broke off and fell into a patient. In addition, there was no report of any patient harm, adverse outcome or injury.